Manufacturer narrative:
D4 lot #: the suspect lot was either dr24i19055 or dr23i28024. D4:expiration date/UDI #: information for suspect lot dr24i19055: expiration date - 09/19/2029, UDI # - (B)(4). Information for suspect lot dr23i28024: expiration date - 09/29/2028, UDI # - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the male luer on an one-link non-dehp 3 lead microbore catheter extension set . This was observed during tubing simulation, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the suspect lot dr23i28024 was manufactured on 09/29/2023. The suspect lot dr24i19055 was manufactured on 09/20/2024. H11: the actual device was not available; however, two (02) photographs were available and two (02) companion samples were functionally tested. Visual inspection of the photo identified a set where the tubing separated from the luer. A visual inspection of the two (2) companion samples did not identify any abnormalities that contributed to the reported condition. Functional pressure and pull tests were performed; no leaks or blockages and no separation were noted in the sets. The reported condition was verified in the photo sample. The cause of the separation could not be determined. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.